Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On 16-may-2024, it was reported that patient faced infusion set leak from site, which caused the patient blood glucose level to 309 mg/dl. No further information available.